Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Review of the episodes showed noise on multiple ventricular channels which resulted in three inappropriate therapy deliveries. Further review confirmed the presence of environmental noise probable cautery. Normal device behavior was noted upon review of the freeze capture at the time of the transmission. The patient will continue to be monitored.